Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Review of the raw material DHR for p/n 11156, lot 5186613, showed a rework associated with CAPA (B)(4). The rework added a mark to the bar stock to indicate alloy type and lot number to ensure use of correct alloy for product. The bars passed inspection using xrfa analysis to confirm alloy type. This rework is not relevant to the complaint condition as the bar mark is on the end of the bar stock the visual inspection of the returned device performed as part of the product investigation reported the instrument was returned with the distal tip broken. Discoloration was found at the tip although it is unknown if it is rust or contributed to the driver breaking. One t-handle t25 star-drive shaft (part# 03.632.074 lot# 6631152) was returned for reportedly breaking. The driver is included in the matrix deformity and degenerative spine systems and used for pedicle screw and locking cap insertion as well as locking cap provisional tightening. The technique guides include a caution stating to never use a fixed or ratcheting t-handle screwdriver for final tightening or loosening/removal. Several alternative t25 drivers are also included in the matrix sets (technique guides: j9699-d, j9698-d). Product drawings 03_632_004 rev. C and 03_632_004_1 rev. E were reviewed during the investigation. The driver is designed with a t25 star-drive tip per design standard es0182 and is made from heat treated x15tn. X15tn is a good material choice as it is stronger than other stainless steels (uts of 2320mpa). The instrument has also been verified to withstand the design requirement of 15nm torque per mt10-251. The returned driver was found to be slightly torqued at the tip in the direction of locking cap removal. The technique guides include a caution to never use a t-handle screwdriver for this application. The driver may have been over-torqued during an attempt to remove a locking cap, causing the driver to break. Discoloration was noticed at the tip of the broken driver although it could not be determined if the discoloration is rust or if it contributed to the driver breaking. The condition of the returned driver suggests that the driver was broken during removal of a locking cap. The technique guide cautions to never use a t-handle screwdriver for that application. Wear on the driver may have also been a contributing factor. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was in a motor vehicle accident and had fusion surgery in 2012 for the fusion of the l-3 to l5 using pedicle screws. During this time the patient also had opal hardware implanted at the l3-l4 level and had a t-pal implant at the l4-l5 level. At an unknown date the l4-l5 t-pal implant migrated posteriorly into the canal and revision surgery was scheduled for (B)(6) 2014. During the revision procedure the removal of the implant was difficult and took a few hours to do so. The matrix hardware was also removed and a new one was inserted. A screwdriver, part number 03.632.074, broke. The t-pal implant was discarded and no part information was recorded. This report is 1 of 2 for (B)(4).